Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected), pump error 19(generated if minute event is not received from motor processor or the sw watchdog task is not running properly), and pump error 3(the main arm cannot communicate with the motor arm). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was able to clear the alarms and able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 53, pump error 19, and pump error 3 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 53 alarm (file #: 32107, line #: 458, esf #: 3730112) on the event date of 07/20/2024 at 18:53:47.000. Pump alarmed a pump error 19 at the event date of 07/20/2024 at 18:53:32.000 due to possible hardware failure. Pump alarmed a pump error 3 alarm on the event date of 07/20/2024 at 18:53:47.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 53 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Pump error 19 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Pump error 3 was confirmed in the pump history files and traces as a consequence of pump error 53. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.